Manufacturer narrative:
Device used for treatment, not diagnosis winker, k.h. (2005). ¿angular stable plate systems in the distal radius: solutions and problems.¿ akt traumatol (2005) 35: 151-154. This report is for unknown screw, unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, winker, k.h. (2005). "Angular stable plate systems in the distal radius: solutions and problems." Akt traumatol (2005) 35: 151-154. The article was based on a retrospective (years 1996,1997) and prospective study (1998 and forward) of 100 distal radius extension fractures who were surgically treated using one of three plating systems; radius t-plate, distal radius plate, and lcp plate. The purpose of the study was to determine the benefits and problems with the plating systems. The following complications were noted as general complications not associated with any particular plate type: ten (10) instances of correction loss; loss of reduction post-operatively. This is report 1 of 2 for (B)(4). This report is for unknown screws.